Event description:
The accounts maintenance stated that the left foot siderail has come off the bed due to stripped out screw holes.

Manufacturer narrative:
The technician found the holes in the plastic siderail were stripped where the mounting screws hold the siderail in place, causing the siderail to break away from the bed. The technician replaced the siderail and mounting screws to repair the bed.